Manufacturer narrative:
Additional information was provided from the surgery center: the patient also presented with blurred vision at a 1-day post op exam. A flap and rinse was performed on (B)(6) 2018. Fortified antibiotics and antivirals were administered. As a result of the additional information received patient code 2137 has been added. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with infiltrates with inflammation in the right eye(od) at post treatment. Antibiotics and topical steroid dosage was increased. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of redness and light sensitivity on (B)(6) 2018. Patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -.75 x -.75 x 5; left eye pre-op 20/20 -.75 x .00 x 90.